Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that during a planned generator test, several xhibit central stations shut down regardless of the presence of the uninterruptible power supply (ups) and backup power. A spacelabs field service engineer (fse) went on site and replaced the ups on the xhibit central station and is working with the customer to ensure that all xcss, displays, and display splitters are all on a ups. The fse is planning to go on site during the next generator test which is scheduled for on (B)(6) 2025 for further troubleshooting. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A spacelabs healthcare field service engineer worked with the customer to evaluate uninterruptible power supplies (ups) being used at the customer site. It was identified the customer had several older ups. Additionally, it was found that some hardware was not plugged into a ups. The customer biomed stated they purchased third party ups and replaced identified faulty or aged ups. The customer stated a generator test was completed recently, and that they had no further issues. Cause of failure was due to aging equipment.